Event description:
It was reported that during a routine generator change the physician noticed there was bunching of the insulation on the rv p/s (pace/sense) portion of the lead and there was blood in the insulation. The physician used a silicone repair kit from a different company and we got great numbers through analyzer. Impedances were stable through old device and through analyzer. When plugged into the new device, no svc (superior vena cava) impedance measurement could be taken. The lead was then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).